Manufacturer narrative:
H3, h6) the product ID: 9735225r, lot number: 1976381, returned to the manufacturer for analysis. The reported issue was confirmed. Initially, the analyst had to use the reset switch to start the computer. The basic in/out settings (bios) was set to january 01, 2007. It had a failing / dead cmos battery. The installed programs started and ran normally. Previously reported codes b01, c02, and d02 are applicable as well as newly reported code, c13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735672 (lot: -); product ID 9735225r (lot: -) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the battery and computer were replaced. The system then passed testing. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while trying to complete a planned maintenance (pm), the unit booted up into a "no signal" error, and the cd drive would not open. Technical services (ts) instructed the manufacturing representative (rep) to reset the computer's complementary metal oxide semiconductor (cmos) battery, and the system could boot up as intended. There was no patient involvement.